Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a vascular surgery, the clips will not hold. Completed with the same like product. There was no pt consequence.